Event description:
Information received by medtronic indicated that the insulin pump had pump error 53 alarm. Troubleshooting was performed. Customer was able to clear the alarm and completed pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 53 found on april 20, 2022. Insulin pump passed displacement test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 53 noted during testing. Confirmed pump error 53 on april 20, 2022 05:50:00.000 due to hardware issue (line number (B)(4) file number (B)(4)) in insulin pump downloaded history. Problem isolated to the electronic assembly as per global logic analysis (esf# (B)(4)). Insulin pump was cut open to perform visual inspection and no moisture or physical damage was found on electrical board 1, electrical board 2 or the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for pump error 53 was confirmed due to hardware issue. Problem isolated to the electronic assembly as per global logic analysis (esf# (B)(4)). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.